Manufacturer narrative:
Investigation results: sample evaluation: physical sample was received at bd (B)(4). The sample was wrapped in gauze, appeared used and possibly contained unknown unidentified substance. Therefore, the sample could not be evaluated. Three photos were received by bd (B)(4) and evaluated. The product depicted was reported to be from batch #6270788 (p/n 305901). The photos show a 3ml syringe partially filled with unknown fluid with a safety glide needle attached. The needle has its shield removed and the needle missing. The needle appears to have remained inside the shield with what looks like a piece of the hub. The needle inside the shield appears twisted. DHR review for batch 6270788 (p/n 305901): manufacturing dates: 11/01/2016 to 11/02/2016. Batch quantity was (B)(4). All visual inspections were performed as per requirement with no quality notifications related to the complaint defect. Batch 6270788 was inspected and accepted based on meeting our inspection control plan and subsequently approved for shipment. Conclusion: based on the sample evaluation bd canaan was able to confirm the customer's indicated failure. Based on the severity assigned to this complaint and the results of the complaint lot history check, CAPA is not required at this time. Complaints received for this product and condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business regularly reviews the collected data for identification of emerging trends.

Manufacturer narrative:
Date of event: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation and/or device history review, a supplemental report will be filed.

Event description:
It was reported that the needle of the bd safetyglide¿ needle separated from the hub. There was no report of injury or medical intervention.